Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a connection issue when attempting to pair a dexcom g7 continuous glucose monitor, with pairing failing to the ilet while glucose data continued to display in the dexcom mobile application. Symptoms included no physiological effects and a reported blood glucose of 144 mg/dl. Outcomes included no alerts or alarms and no need for medical care or hospitalization. Investigation included troubleshooting and education, including device restart, toggling sensor selection between g6 and g7 in the app, and re-entering the pairing code to restart the pairing process. Investigation of this case revealed a communication or pairing failure between the third-party cgm and the ilet without evidence of device hardware malfunction, and the dexcom app functioned as expected. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity setup error during cgm pairing.